Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during a procedure performed on (B)(6) 2024. During the procedure, the autotome rx 44 was used to cross a stenosis. When the electric current was applied to the device, an abnormal electric arc was noticed, and the cutting wire broke. The device was changed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h2 (additional information): block d4, and block h4 have been updated based on the lot number included with the returned device. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole, which are consistent with the findings when the device was observed under magnification. Additionally, the working length was torn from the end of the rx channel to the brown band. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Additionally, the working length torn from the end of the rx channel to the brown band could have been generated when the user pulls/removes the guidewire through the c-channel and the technique used during loading/removing the guidewire into the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code: a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used during a procedure performed on (B)(6) 2024. During the procedure, the autotome rx 44 was used to cross a stenosis. When the electric current was applied to the device, an abnormal electric arc was noticed, and the cutting wire broke. The device was changed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.